Event description:
Upon completion of internal imaging review the slda was confirmed, and the final residual tr appeared quantitatively 4 (massive).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with objective evidence based on evaluation of the provided imagery. Available information suggests that procedural factors and imaging issues likely contributed to the event. Per evaluation of the provided imagery, inaccurate view planes are used for grasping making it difficult to determine leaflet insertion. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal ace in tricuspid position where approximately one month after the procedure, a single leaflet device attachment (slda) occurred. The slda was detected during a follow up tte/tee imaging. The second device implanted had detached from the posterior tricuspid leaflet (ptl). Two pascal devices were implanted during the index procedure. Initial tricuspid regurgitation (tr) grade was severe, tr grade after the procedure was 1+, and post-slda tr grade was severe.